Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The old rv capped lead was explanted for unknown reason. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of the reported event of over sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.